Manufacturer narrative:
Block h6: imdrf code a150103 captures the reportable event of premature deployment. D2b: additional product code fhn.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure on (B)(6) 2025. During the preparation, the speedband superview super 7 had some powder come out from the package. During the procedure the speedband superview super 7 deployed 3 bands at once on the same lesion. The procedure was completed with another speedband superview super 7. No patient complications were reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.